Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure or pt injury and med records have not been provided. We have contacted the initial reporter to request additional info and to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's atty: on (B)(6) 2004 the pt was implanted with a non bard / non davol sling system and a bard/davol flat mesh during a laparoscopic abdominal sacrocolpopexy and culdoplasty for the treatment of vaginal vault prolapse and stress urinary incontinence. The atty alleges that the pt experienced an unspecified adverse outcome associated with the use of the device.